Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (response buttons do not activate) was confirmed. Upon evaluation, monitor was unable to complete essential performance testing. The rear response button cover was loose and the cable was contaminated. Additionally, there was contamination found on multiple components of the ca board. The cause of the inability to activate the monitor is the contaminated switch. The root cause of the contamination is liquid ingress of an unknown contaminant. No adverse events occurred from the damaged monitor.

Event description:
A us distributor reported that a monitor's response buttons were not functioning.